Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.

Event description:
It was reported that the device was delivered to the representative in the on position. The device was returned without use. No patient involvement.